Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event occurred 12 years post implant therefore it is unlikely that the event was due to device manufacturing. There is no indication of product quality issue, the patient likely outgrew the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 6 months post implant of this bioprosthetic valved conduit implanted in a pediatric patient, the patient had evidence of moderate obstruction across the pulmonary conduit. A cardiac catheterization indicated that patient had a peak gradient of 55 mmhg and a mean gradient of 29 mmhg as well as severe insufficiency, moderate stenosis, and moderate right ventricular dilation. The device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.